Event description:
It was reported that the insulin pump had an unresponsive keypad, and calibration errors. The blood glucose reading was 206 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The glucose sensor simulator and minilink transmitter communicated properly with the insulin pump. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and missing end cap sticker.